Manufacturer narrative:
This report is filed, february 2, 2016. Device is currently unavailable.

Event description:
Per the clinic, the patient developed chronic infections at the implant site; subsequently the device was explanted on (B)(6) 2016. The device has not been made available for analysis as of the date of this report, february 2, 2016.